Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia, and common variable immunodeficiency, unspecified---per care coordinator from mdo, the pt has now had 2 pumps and they both stop multiple times during the infusions and they take a long time to complete the infusion. Care coordinator reports that with the pt's last infusion on (B)(6) 2026 the pump has the same issue with the brand-new pump they just got (B)(6) 2026. Care coordinator did not report the pt experiencing any adverse events or missed doses due to the pump issue. Pump serial number was not provided. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 3gm of hizentra 20%, made up of 1-2gm syringe and 1-1gm syringe. No additional details, dates, or information provided. Patient code: 4582. Device codes: 1503, 1500. Reference report mw5190441. This report captures freedom 60 - pump #1.